Event description:
It was reported the device had an unexplained power on reset within one month of implant. It was also reported this same device had been previously implanted in a different patient (who had expired). At implant in the second patient, the battery voltage measured 3.14 volts and it suddenly dropped to 2.53 volts. The device was reset. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data. The performance data collected from the device was analyzed, and revealed that on (B)(6) 2010, there was a power on reset for dvddd supply i354 self supply and patient alert for device circuit error.